Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, deformation, crease fold, and cloudy color in the gel observed after autoclave cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side ruptured implant ¿identified through imaging.¿ the device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ruptured implant ¿identified through imaging.¿ the device has been explanted.